Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, fulguration of endometriosis on right ovary, cystocele repair, and cystoscopy. It was reported that patient underwent interstim advanced test due to urinary retention and voiding dysfunction on (B)(6) 2014 by (B)(6) md at (B)(6) hospital-(B)(6). It was reported that patient underwent interstim stage ii battery replacement on (B)(6) 2014 by (B)(6) md at (B)(6) hospital-(B)(6).